Event description:
Follow-up information revealed that the infection has completely cleared and resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported an infection was present at the ipg site. Patient was prescribed antibiotics. Patient may have the ipg pocket incision cleaned out at a later date.

Event description:
Follow-up information indicated that the ipg pocket irrigation and debridement were undertaken on (B)(6) 2018.